Manufacturer narrative:
Reporter institution phone number: (B)(4). Reporter phone number: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their central failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that their central failed to alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The philips technical consultant (tc) could not confirm the event. The tc went on site and evaluated the device. The tc was unable to recreate the issue. The cause of the event is unknown. At the time of evaluation the device was operating to specification. The device remained on site.